Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil measured greater than 200 ohms and was beyond the expected upper range. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after hearing an audible lead alert for right ventricular (rv) lead impedance. The lead showed intermittent high impedance of the defibrillation coil suspicious of a possible fracture. The lead was later capped and replaced. No patient complications have been reported as a result of this event.